Event description:
The pt was involved in a car accident 2-3 weeks prior. She subsequently experienced shocking/jolting sensations and stimulation in the wrong location. She felt a "weird sensation" in her head and feet. It was stated that after the accident, the pt had a sprain in her back and was really sore. She turned her device off. Further info is being requested from the hcp.